Event description:
During an aneurysm procedure, the catheter could not be successful placed into the aneurysm. Physician then shaped the tip of the catheter twice, but noticed the tip of the catheter with the marker band was missing. No complications were reported to have occurred with the patient as a result of this event.